Event description:
Patient (user) reported she acquired a bladder infection. She was given an antibiotic and stated that she had been taking it for a month during last follow up. No injury or product problem was reported. Patient stated she was not following the technique advised by her doctor which called for cleaning the area. She said she contaminated herself as a result. She stated her doctor took her off of catheterization and she is now using another device to drain her bladder.